Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 3.1, lab: 9.1, mean: 6.1, confidence limits: cannot be determined; date: same day, inratio: 3.1, unknown meter: 8.0, mean 5.6, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For both data sets, the readings is considered inaccurate based on "area outside the acceptance region" table. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Patient had a low hematocrit level (21%). Tsr explained limitations. Customer ran self test with tsr on the phone and meter gave 1.0. Customers condition may cause the discrepant reading results. Strip lot number not provided, further testing cannot be performed.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio: 3.1, lab: 9.1; date: 2007, inratio: 3.1, unknown meter: 8.0.